Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer called phillips for the device gets an error message, 20003 appears after turning on. There was no report of pt involvement.